Event description:
Pt reported their back to back test readings obtained on their ss meter using separate finger sticks were 300, 200 and 100 mg/dl (100% difference). Tests were performed within 10 minutes. No symptoms were reported. Control solution test reading was in range. The meter was replaced. There was no allegation of harm.